Manufacturer narrative:
(B)(4). Approximate age of device - 84 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, it was reported that the patient expired at a rehabilitation center and no further information was available to the vad coordinator. The system controller log file was analyzed by a technical services representative. During the analysis, the technical services representative observed 4 low battery advisory alarms beginning on (B)(6) 2015 at approximately 2:06 am followed by 4 low battery hazard alarms at 4:09 am. The low battery advisory/hazard events displayed were due to low batteries. A complete loss of external power at approximately 4:49 am then caused the system controller to run in emergency backup battery mode until approximately 5:52 am and caused the system controller's internal clock to reset. External power was restored when the white power lead of system controller was connected to a patient cable and power module. The time when power was restored to the system controller could not be determined due to the reset of the system controller's internal clock. 4 red heart alarms occurred once power was restored including 3 low speed hazard events, 1 pump stop event, and 4 low flow hazard events. The white power lead was then disconnected causing the system controller to operate in emergency backup battery mode a second time. External power was restored when both power leads were connected to a patient cable and power module, and the log file recorded approximately 15 yellow wrench alarms associated with a normal alarm reset. According to the log file, the time and date were entered on (B)(6) 2015 at approximately 8:23 am. However, it was reported that this was entered erroneously due to day light savings. The time and date were reportedly entered at 7:23 am. According to the log file, both power leads were disconnected at approximately 8:40 am (7:40 am) causing the system controller to run in emergency backup battery mode a third time. The log file then recorded 3 driveline disconnect events at the end of the log file at approximately 8:40 am (7:40 am).

Manufacturer narrative:
A direct correlation between the device and the patient¿s death could not be conclusively determined. The evaluation of the submitted system controller log files showed that the system operated on external battery power until the external batteries became depleted. The system then continued to operate supported by the emergency backup battery (ebb) for nearly 1 hour, until the ebb was also depleted and the system stopped due to the complete loss of power. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.